Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This was originally submitted on (B)(6) 2015 and is being resubmitted as we never received acknowledgment 3 and we were not able to confirm receipt by the FDA. (B)(4).

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.